Manufacturer narrative:
No product or supporting images were provided for this investigation. As a result, the complaint could not be confirmed. Manufacturing records, historical complaint data, and known failure modes were assessed, and no evidence was identified linking this concern to a manufacturing-related issue. A device history review was performed for lot number, and no non-conformances were generated during the manufacturing period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cracking and leaking occurred during use. The procedure stopcock is being used for when the issues occurred was during infusion. The fault occurred every time the device was used with a patient, and it resulted in harm, specifically clabsi (central line-associated bloodstream infection). A clinical inquiry was ongoing. There were patient involvement and patient harm.